Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide was broken. It was reported that the device received a red light and would not activate during use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the titanium waveguide comes in contact with metal objects (hemostats, clips, staples, retractors, etc.) During activation. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the dissector tip and metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The device users were advised to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, the dissector was able to be used without problem at the beginning of the procedure but error (red lamp illuminated) occurred around 1 hour after. The tip was wiped but the situation was not improved. The procedure was completed with another device.